Event description:
On (B)(6) 2013, customer reports via phone that during pre op kub on (B)(6) male pt the imaging computer failed. Staff moved the pt to another room to complete the procedure. No pt injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.